Event description:
It was reported that the patient had an appointment with their doctor on (B)(6) and wanted a manufacturer representative to be there. The patient felt like their battery used to be buried deeper and was barely under the skin at the time of the report. The patient had their pulse width changed 2 weeks after their implant. The patient¿s therapy was not working as expected. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and/or manufacturer¿s representative. If additional information is received, a follow up report will be sent.